Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported from the school of (B)(6) that during a file review on (B)(6) 2009, primary left tkr for osteoarthritis. On (B)(6) 2009: routine orthopaedic f/u demonstrated limited range of motion (rom) = 0 - 60 degrees. On (B)(6) 2010: admitted to (B)(6) for a manipulation under anaesthetic (mua). Examination under anaesthetic revealed 0 - 85 degrees passive rom. Mua resulted in 0 - 115 degrees rom. Medical reports suggest this was achieved with little difficulty and some adhesions were identified during the procedure. On (B)(6) 2010: at an orthopaedic f/u appointment the participant reported no pain or further problems with the joint.